Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) levels ranging from 300-600 mg/dl; cause is unknown. Customer consumed carbohydrates to address bg level. Reportedly, the customer alleged pump software did not suspend insulin delivery, resulting in the high bg. Cts determined that the pump functioned as intended. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.